Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30296574m number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a customer received an expired product, a thermocool® smarttouch® sf bi-directional navigation catheter. It was used during a case. No patient consequences were reported. The use of an expired product is MDR-reportable.